Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting. The detailed cause was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has recovered and has been discharged from the hospital. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.